Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Healthcare provider reported that the patient's system was removed as they had a non-healing wound at the ins site for which they had a couple of surgeries involving revision and it never healed appropriately so tit was removed as the patient was still experiencing problems. It was reported the device had been removed on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the healthcare professional (hcp) in response to aninquiry for more details regarding the event. The hcp stated that the cause of the non-healing wound at the ins was because patient has diabetes and was on anticoagulation medication. Patient developed a hematoma due to this and since he is diabetic, patient had poor wound healing. The hcp clarified that the couple of surgeries previously reported meant that they cut away non-healing area to try and promote healthy tissue growth to encourage healing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: the hcp stated the device had been discarded. Weight at time of event was unknown. No further complications were reported or anticipated.